Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the foreign debris protruding from the air/water nozzle, other evaluation findings are as follows: the light cover glasses adhesive and the optical cover glass adhesive were worn; there was blockage evident in the outlet pipe; the distal end adhesive was lifting; the control body casing was stained; the insulation value at the up/down brake lever was unsatisfactory; the suction connector had water ingression; the up angle was not to specification; there was play evident in the up/down angle; water flow and water removal were not to specification; and the electrical safety test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that channel 4 of the gastrointestinal videoscope was blocked during maintenance. There was no report of patient harm. The device was returned, evaluated, and foreign debris was found protruding from the air/water nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reported foreign material in the nozzle could not be identified, and definitive root cause of the issue could not be determined, as there was no device deformation observed at the clogging point, however, the issue was likely the result of user handling/device not cleaned/reprocessed in accordance with the IFU. The event may be detected by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.